Event description:
Approx one year ago, a female pt with a subtrochanteric hip fx was implanted with a tfn. Follow-up visit x-rays, on an unk date, revealed that the nail had broken at the nail/blade junction. During revision surgery, all hardware (nail, blade and locking screw) were removed. Pt was then revised to another nail and blade but no locking screw. All explanted hardware was discarded by the hospital.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis.